Manufacturer narrative:
The suspect device will not be returned for further evaluation. Therefore, root cause could not be determined. However, the customer placed an order and the part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was having a transducer fault occurred during patient use. The customer confirmed that the patient was transferred to another device but no patient harm reported.